Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was 155 mg/dl. The customer stated that the insulin in the reservoir won't come out. The customer was educated on the reservoir. The customer will use new reservoir and monitor.